Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number: (B)(4): same test strip lot number, different meter serial number. Meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips are expired - unable to test. Most likely underlying root cause: mlc-006: passed expiration date. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. Caregiver is calling on behalf of the customer. The customer is concerned with test results from results obtained of 185, 225, 231, 232 and 208 mg/dl. The customer¿s expected am fasting blood glucose test result is below 110 mg/dl and expected pm fasting blood glucose test result is below 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The customer's test strips are expired: test strip lot manufacturer¿s expiration date is 10/29/2021. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history (date/time not set): result 1:185 mg/dl date: (B)(6) 2021 time: 2:08 pm fasting, result 2: 225 mg/dl date: (B)(6) 2021 time: 9:36 pm fasting, result 3: 231 mg/dl date: (B)(6) 2021 time: 4:25 am fasting, result 4: 232 mg/dl date: (B)(6) 2021 time: 12:00 am fasting, result 5: 208 mg/dl date: (B)(6) 2021 time: 11:49 pm fasting.